Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low and high blood glucose level. Customer's low blood glucose value was 2.7 mmol/l and high blood glucose was 19.8 mmol/l. The customer declined troubleshooting. The customer's low blood glucose was treated with food and high blood glucose with insulin pump. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.